Event description:
Procedure type: functional end to end anastomosis. According to the reporter: while firing the instrument, the knife disengaged from the loading unit. This happened with two loading units. Reportedly, the loading units were only able to be partially fired. The tissue then had to be resected to complete the procedure. Reportedly, the resection had no effect on the healing process. The surgery time was extended.